Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, solution set was leaking from the bottom of the drip chamber. This issue was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: it was reported that an unspecified quantity (approximately five) of clearlink system, solution sets were leaking from the bottom of the drip chamber. H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.